Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on november 2, 2023. During the procedure, "it was impossible to deploy the bands." There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.